Event description:
During a remote follow up, post paced t wave oversensing was observed on the device during a right ventricular sensing check. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.